Event description:
Nurse at bedside assisting pt to turn in bed. Brown part with tpn infusing fell off the line. Hemostat applied to part. There have been several instances of the brown part severing off from the line. There is no way of reconnecting part when this occurs. This problem could cause blood loss or air embolism.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: port. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.